Event description:
It was reported that the ilet touchscreen was intermittently unresponsive in the upper bell notification area, requiring multiple taps to register, while insulin delivery and blood glucose management remained functional. Symptoms included no clinical effects and no changes in blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included customer interview and device replacement with instructions to return the original unit. Investigation of this device revealed a suspected touchscreen input malfunction localized to the notification area, consistent with a display or touch sensor performance issue, with no impact on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was likely a component malfunction of the touchscreen assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. ¿this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.